Event description:
Additional information: it was later reported that the patient experienced serious withdrawal symptoms. Drug delivered via the device was compounded baclofen. It was now indicated that the pump was explanted on 2011-(B)(6). Following replacement patient recovered without sequel.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The stall was about three days ago and the pump did not recover. The pump was replaced (B)(6) 2012. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the pump was being used to deliver morphine, bupivacaine, and compounded baclofen. It was also noted the patient took oral baclofen ¿for quite a long time and an oral derivative of morphine.¿

Manufacturer narrative:
Analysis of the device revealed pump motor corrosion and gear train anomaly.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 lot#l62218 implanted: (B)(6) 1999 explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.